Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during the titration phase, the pump displayed the high pressure alarm and the drug came out of the nj tube . It was observed by the nurse that the tube had been gathered and made 2-3 turns in the throat. At the command of the treating physician, he unsuccessfully tried to push the tube with a tongue depressor. Then he pulled a little the tube and pushed it back it for 29cm.